Event description:
Customer reported intermittent problems with the left monitor. System operates as intended.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended.